Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during a revision for unknown reasons (reported separately) for this (B)(6) y/o male patient, after carrying out all preparatory steps the trail implants were assembled and trialed on the left knee, the definitive femoral construct was prepared to match the trial (size 5f + 4mm offset + 14x 120stem + 2 posterior and 2 distal augments). On impaction the distal femur cracked directly down the middle of the femur just proximal to the trochlear groove. 2 screws and a wire were using to secure the fracture. Devices will not be returned per hospital policy. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) the evaluation of the revision based on review of all available information, the most likely cause of the reported event is patient conditions.